Event description:
Lilly case ID: (B)(4). This regulatory case, reported by a consumer via a regulatory authority, who contacted the company to report adverse events with a product complaint (pc), concerned an irish male patient of an unknown age. Medical history included diabetes. Concomitant medications were not provided. The patient received unspecified insulin (unknown formulation) from a reusable humapen savvio red pen the treatment of diabetes. Information regarding dosage regimen, route of administration and therapy start date was not provided. On an unknown date after beginning the use of the humapen savvio (red) device his blood sugar levels had been significantly less controlled, with numerous high blood sugar events than normal. His humapen savvio (red) device was consistently failing to deliver the correct dose of insulin. He further explained that while selecting insulin dose greater than 6 units and then depressing the plunger, the dial rapidly rotates without dispensing the insulin before re-engaging at around 4 units and the amount of insulin delivered was not consistent (pc number (B)(4) and (B)(4)/batch number 1608v02). Since (B)(6) 2018, his glycosylated haemoglobin (hba1c) level had risen significantly and he had to administer corrective dose following a poor injection. His hba1c value had risen from 7.0 % to 7.6%. He also had severe hypoglycemia events. The values during the hypoglycemia were 2.1 mmol/l (37.8mg/dl) and 2.2 mmol/l (39.6mg/dl). The event of hypoglycemia was considered serious by the company due to medical significance. He had switched to an unspecified prefilled pen. Upon investigation, both suspect devices worked properly. Treatment measures, outcome of the events, status of the unspecified insulin and status of humapen savvio (red) devices were not provided. No additional follow-up will be attempted due to regulatory origin of this report. The operator of the humapen savvio (red) devices was the patient and his training status was not provided. The humapen savvio model duration of use and suspected humapen savvio (red) devices duration of use were not reported. Both suspect devices, which were manufactured in aug2016, were returned to the manufacturer on 17apr2018. The reporting consumer did not provide an opinion of relatedness between the events and humapen savvio (red) devices. Update 26-mar-2018: information received on 21-mar-2018 and 22-mar-2018 was processed together. Update 28mar2018: updated medwatch fields for expedited device reporting. No new information added. Edit 02-may-2018: upon review of information received on 21-mar-2018, one more suspect humapen savvio was added. Causality was updated. (B)(4) was processed in catool. No other changes were made to the case. Update 16may2018: additional information received on 16may2018 from the global product complaint database. Entered device specific safety summaries (dsss). Updated the medwatch/european and canadian (EU/ca) device information, malfunction from unknown to no, and device return status to returned to manufacturer. Added date of manufacturer, date returned to manufacturer for the device for (B)(4) associated with lot 1608v02 of humapen savvio (red) devices. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
New, updated and corrected information is referenced within the update statements please refer to update statement dated (B)(6) 2018 in the field. No further follow-up is planned. This report is associated with 1819470-2018-00078 since there is more than one device implicated. This is a downgrade report, which no longer meets the criteria for expedited reporting.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This regulatory case, reported by a consumer via a regulatory authority, who contacted the company to report adverse events with a product complaint (pc), concerned an (B)(6) male patient of an unknown age. Medical history included diabetes. Concomitant medications were not provided. The patient received unspecified insulin (unknown formulation) from a reusable humapen savvio red for the treatment of diabetes. Information regarding dosage regimen, route of administration and therapy start date was not provided. On an unknown date after beginning the use of the humapen savvio, his sugar levels had been significantly less controlled, with numerous high blood sugar events than normal. His humapen savvio was consistently failing to deliver the correct dose of insulin. He further explained that while selecting insulin dose greater than 6 units and then depressing the plunger, the dial rapidly rotates without dispensing the insulin before re-engaging at around 4 units and the amount of insulin delivered was not consistent ((B)(4), batch number 1608v02). Since (B)(6) 2018, his glycosylated haemoglobin (hba1c) level had risen significantly and he had to administer corrective dose following a poor injection. His hba1c value had risen from 7.0 % to 7.6%. He also had severe hypoglycemia events. The values during the hypoglycemia were 2.1 mmol/l (37.8 mg/dl) and 2.2 mmol/l (39.6 mg/dl). The event of hypoglycemia was considered serious by the company die to medical significance. He had switched to an unspecified prefilled pen. Treatment measures, outcome of the events, status of the unspecified insulin and status of humapen savvio were not provided. No additional follow-up will be attempted due to regulatory origin of this report. The operator of the humapen savvio was patient and his training status was not provided. The humapen savvio model duration of use and suspect humapen savvio duration of use was not reported. The action taken with the suspect humapen savvio was not provided and its return was expected. The reporting consumer did not provide an opinion of relatedness between the events and humapen savvio. Update 26-mar-2018: information received on 21-mar-2018 and 22-mar-2018 was processed together. Update 28mar2018: updated medwatch fields for expedited device reporting. No new information added.